Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 250 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, cracked end cap and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor during the basic occlusion test due to a loose and protruded drive support disk. No alarms for a loose drive support disk could be verified due to the motor error alarms.